Manufacturer narrative:
This event was previously reported under a webster cs catheter with auto ID technology under MFR # 2029046-2020-01976 based on the initial information available. However, new information received on 12/29/2020 indicated the cs catheter that was used during the procedure was not a bwi cs catheter. As such, the event will no longer be considered MDR reportable against the bwi cs and will be reported against the thermocool® smart touch® sf uni-directional navigation catheter. Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a non-biosense webster inc. (Bwi) cs catheter was placed in the coronary sinus (cs) and a thermocool® smart touch® sf uni-directional navigation catheter was used to ablate. There was no evidence of steam pop during the ablation. At an unspecified phase of the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space. Hemostasis was achieved, and the patient¿s blood pressure recovered. The procedure was continued without further issues. Patient¿s condition had improved and was reported to made good progress. Prolonged hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related; the physician commented that the event was not related to the ablation catheter as the bleeding site was found near the cs catheter which was confirmed to be a non-bwi product.